Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were admitted to emergency room due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 551 mg/dl. The customer was treated with intravenous insulin. The insulin pump will not be returned for analysis.